Event description:
It was reported that on (B)(6) 2012, an output test was performed on the device and the unit was running at 5940 rpms on all eight levels. This did not occur during a procedure. There was no pt involvement and no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.